Manufacturer narrative:
On (B)(6) 2017 the da vinci xi surgical system (including the patient side cart, vision side cart, and surgeon side cart) were replaced at the hospital. As of the date of this report there have been no further occurrence of this issue.

Manufacturer narrative:
No parts have been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if any part is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that towards the end of a da vinci-assisted mitral valve repair procedure, the system faulted with a non-recoverable error 40078 and then an error 319. The intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that instruments were installed and an unspecified needle instrument was in the heart when the issue occurred. The csr attempted a power cycle but error 319 persisted. The csr then contacted an isi technical support engineer (tse) who instructed the csr to power cycle the system with a reset of the patient side cart (psc) breaker and to then attempt an emergency power off (epo). However, the issue persisted and the customer was unable to release the instruments. The tse then recommended to use the instrument release kit (irk) to release the instruments. It was confirmed that the instruments were released with the use of the irk. However, the customer decided to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury due to the conversion. An isi field service engineer (fse) was dispatched to the facility and confirmed the customer reported failure. The fse identified the hirose cable from the backplain to the acp board could be the potential cause of the system faulting with an error.